Event description:
The customer reported that the unit alarmed error message of insufficient air flow. The customer reported there was no patient involvement.

Manufacturer narrative:
Moog motor blower assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the moog motor blower assembly revealed no evidence of damage or contamination. The returned moog motor blower assembly was installed in the fi test ventilator and tested with in house power supply. Operational test was performed and the ventilator did not boot up from ac and did not deliver breaths. The ventilator went ventilator inoperative with error code message of air valve liftoff failure. After starting the ventilator in diagnostic ventilation mode, the blower assembly paused during startup. The blower assembly oscillates that causes the error during testing. The blower motor winding resistance test was performed and results within specification. The hall effect sensor test was performed and revealed that all the hall sensor¿s ha, hb and hc outputs are not toggling when the motor shaft is turned manually indicating that all the hall effect sensors are not functioning.the determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to bad hall effect sensors ha, hb and hc generated the blower not to function.